Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the nurse was having issues getting intravenous acetaminophen 1,000mg/100ml to infuse through secondary tubing. The nurse replaced the secondary tubing with a short set primary tubing, connected it to the middle y-port of another primary tubing wherein normal saline 1,000ml was infusing. Normal saline and intravenous acetaminophen were set-up to infuse through separate pumps. It was then observed that the intravenous acetaminophen infusion had completed and noted that the tubing had ran dry. However, the pump continued to infuse, moderate sized air bubbles were seen in the tubing, and the pump did not sound an air-in-line alarm. The pump was immediately stopped and the tubing was disconnected from the patient. The charge rn was notified and the patient was closely monitored since. There was no patient impact.

Manufacturer narrative:
The customer¿s reported issue of device failing to alarm air in line was not confirmed. No errors or malfunction were recorded in the pump module error logs related to the air in line detection system. It was observed that the customer stated a rate of 400ml/h and vtbi 100ml at the time of the incident. Only one programmed infusion with a rate of 400ml/h and vtbi 100ml occurred on (B)(6) 2020 at 8:47 pm. The pump module settings on (B)(6) 2020 were air in line bolus limit 250¿l and accumulated air enabled true. At this setting the worst case air bubble size (299 ¿l) that could pass through the air-in-line sensor without triggering an alarm could be as large as 1.67 inches in length. There are smaller single air bolus settings (50ul, 75ul) available to the customer. The pump module event log recorded thirteen (13) air in line alarms occurring from 9:02 pm to 9:06 pm and the customer restarted the infusion each time. The air in line threshold test method (dir # 10000360032) was performed on the pump module. No anomalies were observed with the air detection system. The device was alarming within specifications. Inspection of the returned device observed no anomalies with any of the electrical or mechanical components. No anomalies were observed during IV disposable leak testing of the received administration sets. The proximate cause of the customer complaint that the returned pump module failed to alarm for air is suspected to be due to the air bolus being too small to trigger an alarm. The returned pump module was observed alarming appropriately. Device history review: review of the source pump module service history record showed the device had a manufacture date of 04aug2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 18sep2020 and indicated that this device has been previously returned for service on (B)(6) 2019 for error code 242.4030, however this repair is not relevant to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the nurse was having issues getting intravenous acetaminophen 1,000mg/100ml to infuse through secondary tubing. The nurse replaced the secondary tubing with a short set primary tubing, connected it to the middle y-port of another primary tubing wherein normal saline 1,000ml was infusing. Normal saline and intravenous acetaminophen were set-up to infuse through separate pumps. It was then observed that the intravenous acetaminophen infusion had completed and noted that the tubing had ran dry. However, the pump continued to infuse, moderate sized air bubbles were seen in the tubing, and the pump did not sound an air-in-line alarm. The pump was immediately stopped and the tubing was disconnected from the patient. The charge rn was notified and the patient was closely monitored since. There was no patient impact.

Event description:
It was reported that the nurse was having issues getting intravenous acetaminophen 1,000mg/100ml to infuse through secondary tubing. The nurse replaced the secondary tubing with a short set primary tubing, connected it to the middle y-port of another primary tubing wherein normal saline 1,000ml was infusing. Normal saline and intravenous acetaminophen were set-up to infuse through separate pumps. It was then observed that the intravenous acetaminophen infusion had completed and noted that the tubing had ran dry. However, the pump continued to infuse, moderate sized air bubbles were seen in the tubing, and the pump did not sound an air-in-line alarm. The pump was immediately stopped and the tubing was disconnected from the patient. The charge rn was notified and the patient was closely monitored since. There was no patient impact.

Manufacturer narrative:
Additional information provided: b3 & d11.